Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. Review of the event history log showed cassette attachment errors present. The reported complaint was confirmed through visual inspection and functional testing. The cause was the latch lock flex cable. The latch lock flex cable was replaced. Upon further investigation, the downstream occlusion (dso) seal was delaminating and dso not responding. The dso seal, dso sensor, and bezel were all replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.